Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting high pacing impedance measurements greater than 2,500 ohms. There was also no capture and sensing was unable to be obtained. The pacing configuration was changed to unipolar and the same issue presented, in addition to noise. The patient was in chronic atrial fibrillation (af) which made testing difficult. The device was reprogrammed to vvi mode. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.